Event description:
It was reported that a patient was referred for lead revision surgery due to high impedance. Diagnostics that were provided indicated high impedance and low output current status. There was no reported or mentioned trauma to the device area that may have led to the high impedance. No surgery has occurred to date. No further relevant information has been received to date.

Event description:
The patient underwent a full revision surgery due to the high impedance. It was noted that during surgery, the lead was badly coiled and the damage appeared to be due to device manipulation (twiddling). The surgeon also noted that the generator was not sutured down. The mother stated that she had not seen the patient manipulate the device. The devices were not expected for return as it was previously noted that the hospital typically discards products after surgery. No further relevant information has been received to date.

Event description:
The explanted devices were returned for analysis. The condition of the returned lead portion was consistent with the conditions typically existing following an explant procedure. It was noted through visual inspection that the coils stretched wavy and spiraled in some areas. No obvious anomalies were noted. Setscrew marks were found on the connector pin providing evidence of good mechanical and electrical connection at one point in time. Continuity checks were performed and found no discontinuities. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed. Analysis of the generator was completed. Visual examination showed markings typical of surgical procedures. No other surface abnormalities were noted on this device. Both interrogation and system diagnostic tests were performed with results as expected. The device performed according to functional specifications. The battery showed an intensified follow-up indicator = no condition. There were no performance or any other type of adverse condition found with the generator. High impedance was detected as a stored value in the generator's internal data. No additional, relevant information was received to date.